Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and also alleged for under delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with all operating currents within specifications and passed the functional testing including the rewind, a 21 error test, basic occlusion test, occlusion test, prime test, a 33 test, excessive no delivery test and displacement test. There was no possible over delivery anomaly and the insulin pump was received with cracked battery tube threads. The device passed the dat test at 0.0875 inches.